Event description:
It was reported that during testing conducted at the manufacturer facility, the device was running without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the manufacturer facility the device was running without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During evaluation it was visually confirmed that the handpiece ran on its own without depressing the trigger. The e-box, which controls the electronics of the device, was found to have a failure. This can result in issues with device functionality.